Event description:
It was reported that the patient experienced backup battery fault (bbf) alarm. The emergency backup battery (ebb) on running controller stated 22 months. The battery was reseated but the bbf alarm continued. The ebb was then exchanged on running and the clock was set correctly and the ebb stated 30 months but the bbf alarm continued. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 9 days (01jun2023 ¿ 09jun2023, 01jan2000 per timestamp). Events captured on 01jan2000 took place when the clock was not set; therefore, the exact dates and times of the events could not be accurately recorded. Backup battery fault coincident with load test failures were active form 08jun2023 at 23:11:03 ¿ 09jun2023 at 11:58:47. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The backup battery was exchanged on 09jun2023 at 11:16:51; however, the load test fault alarms did not clear after the exchange. The driveline was disconnected on 09jun2023 at 11:58:03 and the controller was shut off at 11:58:47. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The system controller was connected to a mock loop and was able to operate a pump with no alarms active. A corrective and preventive action (CAPA) was implemented to reduce the occurrence of the load test faults; however, the controller was manufactured prior to implementation. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.